Manufacturer narrative:
The reported events of inflammation and uveitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with an implanted ab-externo xen 45 gel stent in an unknown eye had inflammation/uveitis post xen implant. Pathogen noted as herpes strain. Device remains implanted.